Event description:
The external pulse generator was returned to the manufacturer due to a cracked casing, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery drawer is broken. Upper and lower cases are broken. Side bail covers, ring cover, side bails, and the ring are missing. Lead flex cover is contaminated.